Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-28240. It was reported that the patient had experienced syncope episodes. It was discovered that the right ventricular (rv) lead was exhibiting noise. It was also observed that the right atrial (ra) lead was undersensing. Programming changes were made to the ra lead. The patient was in stable condition.